Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased d-dimer result on the architect c8000, serial number (B)(6). Through an extensive investigation, the fsr found the internal wash bellows of the probes extremely dirty and leaking and replaced the bellows set, incl rod & fitting (rohs), part number 2-89055-02, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.section g1 contact office information was updated.

Event description:
The customer observed a falsely decreased d-dimer result on an architect c8000 analyzer. The following data was provided (customer¿s reference range is 0-500 ng/ml): initial result was 150, repeated on another analyzer was 7740 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.